Manufacturer narrative:
The sodium electrode lot number was aqy20 and the expiration date was not provided. The calcium gen.2 lot number is 794470 and the expiration date is 30-jun-2025. A field service engineer (fse) determined that the rinse levels for the cuvette rinse were too high and the gear pump pressure was low. The fse adjusted the gear pump pressure, and replaced the sample probe, and the ion ion-selective electrode. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 and sodium electrode results from the cobas 6000 c (501) module. The initial sodium result was 133 mmol/l, and the repeat result was 139 mmol/l. The initial calcium result was 7.4 mg/dl, and the repeat result was 9.1 mg/dl. The questionable results were repeated because the customer observed it as an incorrect measurement. The repeat results were deemed to be correct.

Manufacturer narrative:
A precision check for sodium passed and calibration on the ion selective electrodes was ran twice and passed. The investigation determined that the service action resolved the issue.